Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be turned on anymore. Fse inspected the system on-site and confirmed that the systems does not turn on. Fse checked mains input and suspected that the mim defective, after further checked fse found defect on the ups power control board. Fse replaced the fuse. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system could not be started. System was not in clinical use. No harm has been reported to philips.